Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.   FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
End user reports ongoing issue with red, weeping rash under tape collar for 3 years. The rash initially mirrored the size and shape of the tape collar. At that time, he saw his primary who advised that it was a yeast infection and prescribed fluconazole orally and methylprednisone taper dose pack. He reports that this does help but the rash has never completely cleared and has migrated somewhat outside of the border of the tape approx 1/2 inch. He periodically gets refills for both of those medications but again, the rash never completely resolves. He states that there is no rash under the mass or elsewhere on the body. Intermittently the rash is worse at other times. He has tried using other products but experiences the same issue with those tape collars as well. He has tried trimming the tape and noticed that the area outside of the trimmed area improves more but he has been reluctant to trim all of the tape as he feels it may reduce his wear time. He just received new prescriptions for the same medications yesterday due to another flare of the rash. He currently has not been patch tested although it has been recommended. No further details have been provided.